Event description:
Customer reported that at the end of the dialysis treatment on a system 1000 dialysis instrument there was no fluid removed. The pt was released to go home. While at home the pt had a stroke and died.